Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted due to a device migration. The device was explanted on (B)(6), 2010. It is unknown whether the patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2010.